Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but the measurement for kv/ma were toward the high end of the specification. The system was recalibrated and set toward nominal values. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a physicist measured output of the system 9800 and determined that the kv/ma output was too high. There was no adverse patient involvement reported. There was no patient information reported.